Event description:
It was reported that approximately 25 minutes into the implant procedure of the spinal cord stimulator (scs) system paddle lead the neuro-monitoring technicians reported that they lost signal of patients' lower half, and that the patient experienced paralysis for approximately an hour. Attempts were made to regain the signal with the stimulation and various modalities but none worked. The physician decided to remove the paddle lead and explant the previously implanted pulse generator (ipg) and per the physicians' assessment the temporary paralysis was due to the procedure. The patient regained feeling in their lower extremities, was able to move both leads and is improving. The devices will not be returned as they were retained by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 229064.